Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to corroded battery tube. Device received with cracked battery tube threads and cracked case behind the device near the battery tube compartment. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display anomaly and damage. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer advised the insulin pump was damaged in addition to the blank display anomaly and the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.